Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported an unspecified number of bd twinpak¿ dual cannula devices experienced coring of the rubber stopper into the medication vial during use. The following information was provided by the initial reporter: "in a larger 1g ancest vile - putting the twin pack on a 10 ml saline syringe and then put it into the vile and mix the contents. They then draw back into the syringe to administrate. While the team is pushing through the rubber stopper of the 1 g vile ¿ they are noticing pieces of rubber coming off into the medication. This has happened 'more than a few times'."